Event description:
Patient undergoing a colonoscopy. The scope was advanced roughly 80 cm from the anal verge, but could not be advanced further. The gastroscope could only be withdrawn till 65 cm from the anal verge and then it got stuck. Aq colorectal surgeon was called who performed an exploratory laparoscopy for laparotomy, lysis of adhesions and extraction of entrapped scope from left colon.